Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08725 inches. No prime anomalies were noted. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2018. Blood glucose reading was 510 mg/dl. The customer reported feeling numb and experiencing diabetic ketoacidosis, causing the hospitalization. The customer was treated with an IV at the hospital. The customer declined to troubleshoot for the insulin pump. The customer also reported insulin squirting out in one event after loading the insulin pump. The insulin pump will not be returned for analysis.